Manufacturer narrative:
(B)(4). Batch # unk. Date of event: date of event is unknown. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, the sealant at the tip of the device detached itself, preventing the function of the device where there was no more cutting and coagulation, and it was necessary to change it. Patient consequence was not reported.